Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia and was treated with insulin pen. Customer reported under delivery of insulin. Blood glucose value at the time of event was 500 mg/dl. The minimed 670g/770g/780g system with the auto mode/smartguard feature was not active at time of high bg event. Customer was using insulin pump system within 48 hours of reported high bg event. Troubleshooting was performed; however, the product will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer complained on october 03, 2022 the insulin pump is possibly under delivering, occlusion alarm, and experiencing high blood glucose. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test at 0.0877 inches. The p-cap/reservoir does lock properly. Insulin pump successfully downloaded to thus and carelink. No under delivery anomalies noted during test. Verified in pump history bolus not delivered alert on september 29, 2022 starting at time 09:30:28.000. Total daily bolus delivered on october 03, 2022 is 20 u. Insulin pump was cut open to perform visual inspection and found moisture damage on the electric boards, and motor. The following were noted during visual inspection: cracked belt clip rails, scratched case, pillowing keypad overlay, and corroded battery tube. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose or possible under delivery anomaly. Occlusion alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
The insulin pump was returned for analysis.